Event description:
It was reported that after using bd vacutainer® push button blood collection set needle not retracting all the way after sticking the patient and hitting the safety button. No patient impact was reported. The following information was provided by the initial reporter: customer is reporting needle not retracting all the way after sticking the patient and hitting the safety button. Affected lot number 3080626.

Manufacturer narrative:
D2b: medical device type or (procode): jka, fpa. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received (B)(4) samples and 1 photo for investigation. The photo shows the product packaging. Additionally, the customer samples were evaluated by functional testing, each having their safety feature activated, and the indicated failure mode for does not retract with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode does not retract. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after using bd vacutainer® push button blood collection set needle not retracting all the way after sticking the patient and hitting the safety button. No patient impact was reported. The following information was provided by the initial reproter: customer is reporting needle not retracting all the way after sticking the patient and hitting the safety button. Affected lot number 3080626.